Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09991 it was reported that the rotation speed was not consistent and the burr became stuck and perforated the lesion. The target lesion was located in the left descending artery. A rotablator console and a rotablator burr were selected for treatment. During procedure, a burning smell was noted from the advancer and the rotation speed started to fluctuate. Consequently, the burr became stuck and perforated the lesion. There were no further patient complications reported and the patient¿s condition was okay.